Event description:
It was reported during initial implant the right ventricular lead was placed in the apex and measurements showed prominent t-wave sensing. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4) no anomalies found. Full lead returned and analyzed.